Event description:
Information noted the leadless pacemaker had dislodged from its original position. The patient was in stable condition.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the leadless pacemaker (lp) was not capturing. Retrieval was attempted but unsuccessful. A transvenous pacemaker was implanted. The patient was in stable condition.